Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump inadvertently delivered an 8 unit bolus. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 12/12/2016 device evaluation: the pump has been returned to animas and evaluated on 11/18/2016 with the following findings: the bolus history showed a 0.00 u bolus on (B)(6) 2016 at 18:08 followed by 8.0 u delivered of a programmed 10.0 u bolus at 18:10. There was an alarm for partial delivery due to the user aborting. The pump was exercised for 24 hours and no unprogrammed boluses were delivered or recorded in the pump history during this time. The pump delivered a 10 u normal bolus and a 10 u audio bolus successfully and both were accurately recorded in the pump history. Unrelated to the initial allegation, the battery cap had stripped threads.